Event description:
It was reported that at the beginning of a da vinci s right partial nephrectomy procedure, it was observed that the fiber coating of the monopolar curved scissors (mcs) instrument was smoking and melting into the pt's colon. Reportedly, the event lengthened the surgical procedure. In 2009, intuitive surgical, inc., received a copy of the user facility's voluntary report: "event desc: pt was undergoing a robotic right partial nephrectomy. During the procedure, the surgeon noticed smoke coming out of the laparoscopic port of the monopolar scissors. The scissors were removed to reveal the protective coating was hot to touch with areas of coating missing. Pieces of the fiber coating burned areas within the pt's peritoneal cavity." The suspect medical device referenced in the report concerned an electrosurgical generator (esu).

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported a failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional info is received. In 2009, isi provided the customer with a letter confirming once the mcs instrument is returned a formal response letter will be provided detailing our failure analysis findings. As of three days later, there have been no reported recurrences of the issue at this hospital.